Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold values following pocket closure. Fluoroscopy showed the lead had dislodged. The lead was successfully repositioned and normal threshold values were obtained. However, once again the thresholds increased when the pocket was closed a second time. The lead position on the fluoroscope had not changed and the lead was left implanted. Two weeks later the thresholds decreased back to the value obtained at implantation and sensing was within normal parameters. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.